Manufacturer narrative:
This follow up report is being filed to relay a correction to the device evaluation summary. The reported event was confirmed through review of operative report. The surgeon noted that a few screw threads were broken off into the cup; however, it posed no risk to the patient as the liner seated normally, covering the screw. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right hip arthroplasty. Upon usage of the acetabular inserter cup, there were a few screw threads broken off within the acetabulum. The screws remain in the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Patient age and date of birth were correctly provided in initial MDR. (B)(6). Reported event could not be confirmed. Operative report for initial procedure were evaluated, but there was no mention of the event. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.